Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server needed to be manually rebooted because services did not restart automatically. A technical support specialist (tss) emailed the customer to check whether the manual server reboot is necessary and also to check if a monthly server reboot was required. The customer stated that they needed confirmation whenever manual reboot was performed as it might miss the functionality. The tss asked the customer to reboot and report if any problem occurs and the customer acknowledged for case closure. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis services did not restart automatically due to power fluctuation in the hospital and devices went to critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.